Manufacturer narrative:
This report is submitted october 29, 2019.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted on august 21, 2019 as per recipient's request. As per the clinic, the recipient was implanted many years ago and does not want the implant anymore.